Manufacturer narrative:
No pt info provided as no pt was involved in this concern. Device manufacture date not available at time of this report. RMA issues. As of the date of this report, the device had not yet been returned for eval.

Event description:
Medtronic rep reported two vertek articulating arms that would not lock. Not pt present.